Event description:
It was reported that the patient's atrial lead was failing to capture and exhibited p-wave amplitude variation. Fluoroscopy identified dislodgement of the atrial lead. It was found that during the lead revision procedure, the pacemaker failed to be interrogated. Both the atrial lead and pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.